Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. (B)(4). Summary of investigational findings: product is not returned and we are therefore not able to examine the product to identify the root cause of the leakage. It is noted that the patient required blood transfusion, that no other adverse event happened due to the incident, and that the procedure was completed successfully using a new device. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the delivery system was placed as usual but during the procedure the hemostatic valve is bleeding to much blood and when the graft is going to be released the bleeding does not stop and opposite to this the bleed increases considerably. Immediately the doctor removed the device and decided to use a other device. Patient outcome: the patient required additional procedures due to this occurrence: blood transfusion. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to complainant: the delivery system was placed as usual but during the procedure the hemostatic valve is bleeding to much blood and when the graft is going to be released the bleeding does not stop and opposite to this the bleed increases considerably. Immediately the doctor removed the device and decided to use a other device. Patient outcome: the patient required additional procedures due to this occurrence: blood transfusion. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.